Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) saw some air in the patient line. The event occurred during the initial drain on the home choice (hc) and the hp was connected. There was nothing found during troubleshooting that would cause or contribute to the air in the line. The technical service representative (tsr) assisted the hp in ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.